Event description:
The customer reported foreign material in the suction channel of the evis lucera elite gastrointestinal videoscope. A similar device was used to complete the procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, forceps not inserted due to blocking of channel tube, insulation resistance at the tip out of standards due to plastic distal end cover coming off, angulation in the up direction out of standards due to worn of angle wire, gap at the up/down knob out of standards due to worn of angle wire, liquid leaks due to breakage of scope connector cover unit, and corrosion of sw3 were observed. In addition, polluted light guide lens, gap at the adhesive part of ar, crumpled connecting tube, and corrosion at the control part due to leakage were noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material in the suction channel is likely part of the cleaning brush used at the facility. This likely occurred from one of the following events: the brush broke for its unfitting diameter to the channel diameter or brush deterioration. Reprocessing method at the facility differed from the instructions for use recommendation. The facility staff was less trained in reprocessing and/or device handling in accordance with the instructions for use statement. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.8 inspection of the endoscopic system. 3 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope.¿ olympus will continue to monitor field performance for this device.